Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the pt underwent an anterior cervical fusion procedure. Approx four months post-op during a follow up x-ray, it was noticed that a bone screw had backed out of the plate by one thread length. No pt complications have been reported and no revision surgery is planned as of now.